Event description:
The user facility reported the following: "patient in arrest. Attempted to load tubing into pump in preparation to administer medication. Metal disc (magnet) assembled on anterior side of cassette instead of posterior side. Unable to load properly. Replacement set available and used".